Event description:
On (B)(6) 2026, in canada, the customer experienced high blood glucose above 42 mmol/dl requiring hospitalization from may (B)(6) , 2026. The patient presented with shortness of breath and fatigue, with ketones present, and received insulin via needle injections while hospitalized.

Manufacturer narrative:
E1: event city: (B)(6) event country: canada e1: name: medtronic minimed country: united states of america address ¿ line 1: 18000 devonshire street city: northridge state: california zip code: 91325 ¿ 1219 based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545